Manufacturer narrative:
The customer requested from call center that a philips field service engineer (fse) be dispatched to the customer site. A quote was sent to customer for device diagnostics. The service call was cancelled and no action was taken by philips. The device remains at the customer site. No further investigation or action is warranted at this time. The customer can call back if they want support and this case can be continued.

Event description:
It was reported to philips that the device failed operational testing. There was no patient involvement..